Event description:
Issue description: during implant procedure after puncture at left subclavian vein, guidewire is inserted into svc through puncture needle. The physician felt resistance, therefore, puncture needle and guidewire were removed. However, the guidewire was unable to pull out from the puncture needle. It was found the guidewire coil was stretched. Used new sheath successfully. The customer requested customer response. Event date: (B)(6) 2011; alert date: (B)(6) 2011; patient status: n/a; product status: return; hospital/clinic: (B)(6) hospital; related products: n/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).